Manufacturer narrative:
Concomitant medications are unknown. Complaint conclusion: the complaint received states that this patient experienced coronary restenosis. As reported via medical affairs, a patient reported that she had "about nine stents". She reported that some were boston scientific and one was a cypher stent implanted in an unspecified coronary artery in (B)(6) 2004. She reported that she had stenting since the cypher stent, but could not describe implant sites, dates or names of stents. Multiple attempts have been made to obtained further information; however, to date there has been no update available. The cypher remains implanted thus unavailable. No sterile lot number information was provided, thus no DHR could be performed. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and smoking.

Event description:
As reported via medical affairs, a patient reported that she had "about nine stents". She reported that some were boston scientific and one was a cypher stent implanted in an unspecified coronary artery in (B)(6) 2004. She reported that she had stenting since the cypher stent, but could not describe implant sites, dates or names of stents. She refused provide additional information.